Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10 corrected fields: d10 (added therapy date), h8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "when connecting 4k camera head (ch-s700-xz-ea), visera elite iii video system center (otv-s700's) connector head is hard to receive" occurred due to failure inside the video connector receiver of otv-s700 caused by internal diameter of the video connector receiver has changed due to scratches inside the connector receiver, and for the second phenomenon of "e226 occurrence" was cause by 4k camera head (ch-s700-xz-ea). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during an unspecified therapeutic procedure, when connecting the camera head to the video system center, the connector head of video system center was ¿hard¿. After using it for a while, scope communication error code e226 occurred. Cleaning helped a little, but it didn¿t improve the issue. Although an error occurred, the endoscope screen was displayed normally, and the operation proceeded as is. The procedure was completed using the same equipment. There was no report of patient harm associated with this event. The video system center was reported in the MDR for patient identifier c23510743.